Manufacturer narrative:
The device history record for 3080c11qx was reviewed and no anomalies related to the reported issue were observed. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was a difficulty deflating the balloon from the tube. Additional information was received from the customer and stated that the cuff was hard to deflate and it showed resistance. They had to call for assistance and intervene with an urologist to remove the catheter.